Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of exit site infection and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on an unknown date, the patient experienced an exit site infection and peritonitis. It was unknown whether the patient was hospitalized for the events. The nurse stated that the cause of the exit site infection and bacterial peritonitis was likely touch contamination from the patient's nursing home. Treatment was not reported. On an unreported date, the patient recovered. Dianeal pd4 ambuflex therapy was ongoing. Concomitant medications were not reported. The nurse stated that the exit site infection and peritonitis with (B)(6) were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h10a06037 and h10f01037 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.